Manufacturer narrative:
The reported event of a torn cusp could not be confirmed. "Symptoms of chronic heart failure" was also reported. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a 29mm epic valve was implanted in the mitral position. On (B)(6) 2018, the patient presented with symptoms of chronic heart failure. On (B)(6) 2018, the device was explanted and replaced with another 29mm epic valve (serial number unknown). Upon explant, one of the leaflets was observed to be torn. The patient is reported to be in good condition.